Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04-aug-2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter contacted animas and reported that call service alarm 078 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is be reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05-nov-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2019 with the following findings:.during investigation, the call service 078-0008 alarms in alarm history. During rewind pump gives a call service 078-0008 alarm. The pump was opened and there was moisture damage found on motor flex connector. Alarm due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.